Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (connector portion) was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. The lead was capped and replaced on 15nov2021. The patient was stable.

Manufacturer narrative:
Correction: b5 and h6 should include oversensing

Event description:
It was reported that the patient's right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.